Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? Information received: use the clamp the third would not work, this clip is not being used in blood vessel, used for the lining of the uterus, they tried to open the clip but not achieved. They continued the process with a new clip.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the specialist was performing the procedure and when using the clip it could make three cuts and clotting properly but then the clip got locked and closed without being able to open her out of the surgical field and replaced by another clip new. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch #m9227w. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.